Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. See manufacturer's report number 1627487-2010-00360 for device 2. On (B) (6) 2008, the pt was implanted with an scs system. On (B) (6) 2010, it was reported that pt's system was replaced. The pt was in need of greater back coverage, so the physician replaced the lead and implanted an additional lead as well. During the procedure, the doctor decided to revise the pt's ipg for a smaller device, as the pt stated that it had become bothersome.